Event description:
It was reported that previous to treatment, the renasys touch device displayed the "device fail" warning when it was turned on. The device was immediately replaced with a back-up to continues treatment with no delay. There was no harm to the patient.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. Per additional received, the device was checked by a technician and no error was found. We have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable cause maybe a component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.